Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. It was reported that patient has neuropathy really bad in her legs patient reported they had neuropathy prior to her device being implanted. Patient stated that everything was fine until she fell. Patient reported she fell saturday early in the morning around 1:30 am. Patient stated she hit the right side on the corner of a dresser. Patient stated her implant is on her right side. Patient stated her tail bone is bruised and she has a bruise on the right side by the implant site of the battery. Patient stated it hurt so bad she tried to turn her stimulation on using her insr but she could not turn her stimulation on or get her device to take charge. Patient reported that the implantable neurostimulator recharger (insr) was plugged in for 24 hours/ since 9 pm last night and the insr charging screen showed the 1/4 battery level still flashing (not progressing). No out of box failure was reported. No medical or therapy problem associated with small parts. Patient stated she went to the ER yesterday afternoon and they did an x-ray. Patient stated she explained everything to the health care professional (hcp) and they told her to contact manufacturer and she may have damaged the stimulator battery. Additional information was received from the patient. It was reported that patient received new recharger and was getting poor communication. Patient indicated that a manufacturing representative (rep) is supposed to meet the patient and change out the battery patient indicated they are in server pain.additional information was received from a manufacturing representative (rep). It was reported that device appears to be over discharge. Patient called explaining that they were not able to charge their battery or connect with their patient programmer. Rep is assuming the battery is over discharged. Rep is working with patient to set up an appointment to meet up. The issue has not been resolved at this time. No surgical intervention occurred. Unknown if surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.